Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged on the non-coronary cusp (ncc) side and resulted in moderate paravalvular leak (pvl). Subsequently, a second valve was implanted and resolved the pvl. The physician reported that the patient's bulging septum likely contributed to the valve movement during deployment. No additional adverse patient effects were reported.